Event description:
It was reported by a customer complaint that the pt was hospitalized due to hypoglycemia and seizures. The reporter stated that day prior to admission the pt had a blood sugar of 400 and the pump administered 1.1u correction. The pt is very insulin sensitive with .25 and .30 u/h basal rates. 7u is the max bolus, their corrective is lu every 220mg over 130mg. The only unusual programming item was maximum delivery in one hour was set at 40u. The history of bolus and bg were as usual and appropriate. The md requests that a new pump be issued to the pt even through there is no indication of a pump malfunction when reviewing the pump history. The indicated device was to be returned for evaluation to ensure that it is functioning correctly and did not contribute to the reported incident, as of the date of this report the device has not been received by the manufacturer for evaluation.